Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the titanium tip broke during the procedure. The broke piece was retrieved by forceps. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4).